Event description:
Patient received a resolute integrity rapid exchange (rx) drug eluting coronary stent in the mid lad during index procedure. However, it was reported that a dissection occurred during the procedure. Another resolute integrity rx stent was implanted to treat the dissection. No further complications were reported.

Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).